Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 10 months.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient expired on (B)(6) 2017 due to unknown causes. Reportedly, the outcome was not device or therapy related. Additional information was requested, but was not provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the patient outcome could not be determined. It was reported that the patient expired due to unknown causes and the hospital staff did not believe the patient¿s death was related to the pump. A review of the device history records revealed that the device met applicable specifications. Additional information was requested, but no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient expired on (B)(6) 2017.